Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 600 mg/dl with large ketones, abdominal pain, blurred vision, extreme thirst, excess urination, chest pain, and nausea. The reporter noted the patient was hospitalized and treated with insulin via the pump, insulin via injection, and intravenous fluids; they discontinued pump therapy, and the pump's basal rate settings were recently changed by a health care provider. It was reported the patient was on a new medication for a recent back surgery that could have affected blood glucose. Troubleshooting was not completed. This complaint is being reported because a healthcare provider attributed the reported health event to an unknown pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. The pump passed delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.